Event description:
On october 2, 2024, intera oncology received a report that the intera 3000 pump was flowing underinfusing for a patient. The last refill date was on (B)(6) 2024 and the pump flow rate at that time was 1.12. The patient was refilled on (B)(6) 2024 and the pump flow rate dropped to 0.53 with a residual of 22mls from the pump. The nurse planned to troubleshoot the pump by flushing catheter.

Manufacturer narrative:
The manufactured pump arterial flow rate is 1.3. The device history record, rtr-0883-20001 l/n 27884729, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. During communication with the clinic, the nurse indicated that special bolus pathway was flushed and was pump was patent. Flow was rechecked several days later but continued to run slow (approx. 0.5cc/day). Patient applied heat to pump for 5 days. Flow rate improved to 1.16cc/day. Clinic will recheck at next refill interval. In addition, the nurse confirmed the patient did not experience an adverse event. Intera oncology performed an additional follow-up attempt to clinic and inquired for update on the result of the latest flow rate during the refill interval. To this date, we're waiting for a response from the clinic. In the meantime, the device remains implanted and in use with the patient. A root cause is not able to be concluded. However, if we received updated information from the clinic, a supplemental report will be submitted.